Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying an "apply sample" message after applying a blood sample to the test strip. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the said issue began at an unknown time on (B)(6) 2012. The patient reportedly manages her diabetes with an unknown type and dose of insulin, based on a fixed dose and denied taking any action regarding her normal diabetes management routine in response to the alleged issue. The patient informed the cca that approximately 1 week prior to the alleged issue beginning; the she developed symptoms of "urinating, weakness, dizziness." On (B)(6) 2012 at 2pm, the patient's insulin was increased by her doctor by 5 additional units. Per the documentation, the patient also uses a onetouch ultra2 meter which she reported high blood glucose values on the same day as she received the hcp treatment, however, it is unclear when she started using the ultra2 meter, or if there was a delay in testing and/or treatment as a result of the issue. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The correct test strips were being used and the sample did draw into the strip completely. The patient was following the correct testing technique. The issue was not resolved and replacement products were sent to the patient. Although the patient's symptoms occurred before the alleged issue, it is unclear whether the patient was able to continue testing after the alleged issue occurred. The patient was treated by her doctor with insulin approximately 1 week later; therefore this complaint is being reported due to possible delay in testing/treatment.

Manufacturer narrative:
The subject meter was returned to lfs for product analysis and testing was completed on (B)(6) 2012 with the following result. The meter passed all testing and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.